Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not remember the last time she charged her device. In turn, the patient's ipg became inoperable over time. As a result, the patient underwent surgical intervention to have their ipg replaced. Effective therapy was restored postoperatively.